Manufacturer narrative:
It was reported that a patient with an existing cauti with foley catheter had "stool intrusion" in the catheter. The patient reportedly had "sudden decline in patient status and severe sepsis, required pressors and ultimately passed away". It was reported that the patient "had multiple medical issues, and she can't say for sure that the patient's death was due to cauti". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Stool intrusion under seal of catheter to drainage bag connection.